Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of cutting wire detachment in the patient is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: a broken/detached cutting wire can occur if the cutting wire makes contact with the endoscope when cautery is applied. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying cautery because contact with the endoscope could result in damage to the sphincterotome and/or endoscope. If the cutting wire became lodged on the elevator of the endoscope during advancement of withdrawal from the accessory channel of the endoscope and additional pressure was applied with the sphincterotome in this position, this could have contributed to cutting wire breakage/detachment. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. Cutting wire breakage can also occur if the sphincterotome tip is bowed beyond 90 degrees. The instructions for use for this product line caution the user not to bow the tip beyond 90 degree, because this may damage the sphincterotome. Other factors that can contribute to cutting wire breakage include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the distal end of the catheter. The instructions for use for this product line advise the user to straighten the device and remove the stylet from the catheter prior to handle manipulation. Prior to distribution, all cotton cannulatome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy cotton cannulatome. After advancing the cannulatome into position the physician applied cautery and made a small cut in the ampulla. The cutting wire detached from the catheter. The suction port of the endoscope was used to retrieve the cutting wire from the patient. The procedure was completed with another cannulatome. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.